Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding and av malformations are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. There is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to gi bleeding and av malformations are multifactorial and are thought to be partially related to continuous, non-pulsatile flow, age, anticoagulant therapy, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event.

Event description:
It was reported by clinical engineering that the patient was admitted on to the hospital with complaints of bright red blood per rectum and melena. He was transfused two units of packed red blood cells (prbcs) and was taken for multiple endoscopic tests in an attempt to locate the source of bleeding. On (B)(6) 2015 the patient was taken for colonoscopy. Results revealed arteriovenous malformations (avms) which were treated with cautery. There was no change to the patient's anticoagulation regimen. The patient was discharged home on (B)(6) 2015 and is doing well. There have been no further reports of bleeding.